Event description:
It was reported that the patient presented at the emergency room following a ventricular tachycardia (vt) storm. It was initially suspected by emergency services (es) that the magnet placed over the implantable cardioverter defibrillator (ICD) did not inhibit therapy and that the patient continued to receive shock from the ICD. Examination of the recorded electrogram showed the magnet was placed and therapy was inhibited appropriately. The electrophysiologist believed the es physician was not placing the magnet appropriately, but recorded electrocardiogram showed markers with magnet placement and no further shocks. All shocks were appropriate for ventricular tachycardia (vt) the patient was stable and in a vt storm. The patient's symptoms were not from vt but from receiving multiple appropriate shocks within an hour. No failure of the device was suspected, and all therapy was appropriate as programmed. No programming changes were made. The patient was flown to a different facility for vt treatment and ablation. The patient was stable.